Event description:
It was reported a trial stimulation pt experienced nausea and vomiting during the trial phase, so the leads were removed. The pt received good relief in the legs and programming was being attempted to also get back relief. When the symptoms developed the trial was terminated. The leads were removed on (B) (6) 2010. The pt is hospitalized due to vomiting, nausea, and irregular heartbeats. Add'l info has been requested but was not available on the date of this report.

Manufacturer narrative:
(B) (4).